Manufacturer narrative:
Concomitant: product ID 388928, lot# 0203884276, explanted: 2014-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), explanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the reason for the revision was pain at the device pocket. Following the revision, the patient was experiencing effective therapy, but still had pain at the pocket. It was unknown when the revision occurred. It was unclear if this information pertained to the event captured under this manufacturer report number or to a similar event captured under manufacturer report #9614453-2014-03119. Refer to this report as it pertains to a separate revision the patient had.

Event description:
It was reported the patient had a revision to place the device in another position. No further information was reported. Additional information could not be obtained at the time of the report.

Manufacturer narrative:
(B)(4).